Event description:
It was reported that a spectrum pump "does not recognize door latch." It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of the device not recognizing the door latch, which was reproduced. The device was received inoperable due to a close door message. The messages were found to be caused by a failed lower hook switch on the lower auxiliary assembly. The failed lower auxiliary assembly was replaced.